Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the left ventricular (lv) lead had a bent helix. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.